Manufacturer narrative:
The following fields were updated: b4 date of this report b5 describe event or problem g4 date received by manufacturer g7 type of report h2 follow up type h10 additional narratives/data

Event description:
It was reported that the custom implant initially reported on was never implanted; therefore, no revision occurred and this is not a reportable event.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Explantation date is planned for (B)(6) 2020. Medical products: unknown screws, part# unknown, lot# unknown. The user facility is foreign; therefore a facility medwatch report will not be available. Report source: (B)(6).

Event description:
It was reported the patient will undergo a bilateral revision of custom temporomandibular implants due to an unknown reason. No additional patient consequences were reported.